Event description:
It was reported that on an unknown date, the patient had undergone revision in 2017 to include c3-c7, at this time, all hardware originally mountaineer by depuy with vertrex by medtronic , was revised on 2018 to include c2 resulting in fusion from c2 to c7 using the medtronic vertrex titanium post spine screws. Post operative imaging showed text book placement and remodeling. Early 2019, the patient began to experienced severe pain in the area ofc3. Imaging done in 2019 showed that the screw implanted at c3 was broken in half, which was identified during a consult within unknown date. There has been no trauma that would have resulted in damage to this hardware. There is also no trauma to the surrounding bone. The only viable failure modes are a fault in the material or a manufacturing defect. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).